Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported a ventilator with a white display. The manufacturer's field service engineer (fse) confirmed the reported problem. There was no patient involvement or harm. The manufacturer's fse replaced the vga (video graphics array) printed circuit board assembly to address and correct this reported event.